Event description:
It was reported that this pacemaker had a stored signal artifact monitoring (sam) episodes which revealed a low out of range impedance measurement of less than 200 ohms on the right atrial (ra) lead. Additionally, there was a lead safety switch (lss) that had occurred. The patient is not dependent therefore, the minute ventilation (mv) feature may be programmed off. Technical services discussed troubleshooting and the patient will be evaluated in the clinic. This device and ra lead remains in service. No adverse patient effects were reported.